Event description:
It was reported that shaft break occurred. The target lesion was located in a severely calcified coronary artery. A 3.0mm x 12mm quantum maverick balloon catheter was advanced for use. However, during the procedure, the delivery shaft was fractured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.